Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a clogged auxiliary water channel, a peeled coat on the insertion tube, a cracked objective lens and universal cord, and an image issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a distorted distal end. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the foreign material in the auxiliary water channel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. H4 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following IFU: detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.